Event description:
It was reported, that balloon rupture occurred. Two nc emerge balloon catheter was used. First was a 2.50mm x 15mm nc emerge mr balloon catheter was advanced for dilatation. However, during second inflation at 12 atmospheres, the balloon ruptured. The device was removed, and another 2.25mm x 15mm nc emerge mr balloon catheter was advanced. But the balloon also ruptured during second inflation at 12 atmospheres. The device was then removed. And the procedure was completed with a different device. There were no patient complications nor injuries reported. And the patient condition was good post-procedure.